Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the probable cause of the reported issue was fluid ingression found on the main board. The main board was replaced to resolve this issue.

Manufacturer narrative:
H2) correction: g2 report source corrected from "distributor" to "foreign" and "distributor".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a red screen error. There was unknown patient involvement, and unknown signs or symptoms experienced.